Event description:
The customer reported the handpiece was not aspirating, irrigating or phacoing. The system was switched out to complete the case. Additional information received from the nurse stated the handpiece tested fine and the case proceeded. When the surgeon attempted to aspirate there was no suction. There was a slight delay in surgery. No pt injury was reported.

Manufacturer narrative:
The company service representative examined the system and could not duplicate the problem reported. The customer did not isolate the handpiece. If the issue occurs again the customer will isolate the handpiece. The system was then tested and met all product specifications. (B)(4).